Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards received notification that this patient with a 27mm valve implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of approximately 13 years and 5 months for unknown reason. A 26mm transcatheter valve was implanted within the surgical edwards valve using the transfemoral approach. The final valve position was good. The patient outcome was noted as good. The implant date is known only as "2007". Therefore, (B)(6) 2007 is being used to calculate the minimum implant duration.